Manufacturer narrative:
(B)(4). Supplemental report sent to FDA on 10/8/15. Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 and one endo gia adapter xl opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned devices. The reported conditions for this incident were that during a bariatric procedure the device uncontrollably articulated and the device was difficult to load. No visual abnormalities were noted for the handle or adapter. The eeprom was uploaded and indicated 4 autoclave cycles for the adapter and 20 autoclave cycles for the handle. Functionally, the quick connect was depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Engineering evaluated the returned adapter. The adapter was disassembled and engineering noted that the switch on the mma board was skewed to the left side. The switch was depressed and was being mechanically activated. The solder connections were examined and one of the solder joints was exposing several wires. Engineering determined that this likely caused an intermittent failure. A quality alert was issued for this failure. Functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the device not recognizing the reload and the reported condition of uncontrolled articulation was confirmed. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Engineering determined that the defective solder joint was most likely a workmanship issue. A quality alert was issued. (B)(4).

Event description:
Procedure type: bariatric procedure. According to the reporter: the adapter moved on its own. The adapter would not load properly onto the handle. It twitched and moved with the motor separately without hitting a button. The case was finished using a manual stapler. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).